Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12080 vascular stent graft allegedly experienced fracture and misfire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation and the investigation is confirmed for misfire and fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: g1, h6 (method, results, conclusion). H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for fracture and misfire as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product classification code for the fluency plus endovascular stent graft product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvm12080 vascular stent graft allegedly experienced fracture and misfire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient¿s age, weight, and sex were not provided.